Event description:
In 2006, an ip drill fractured during use and the tip of the drill had to be removed. It was also alleged that bone loss took place.

Manufacturer narrative:
Eval: the actual device involved in this incident underwent visual eval. Evidence of extreme corrosion (pitting corrosion) was found which is typical of devices cleaned with an improper material or when the device is left sitting in blood for long periods of time. The actual age of the ip drill could not be elucidated; however, according to sales records, before this incident occurred, the dr last purchased an ip drill on december 27, 2000. It is assumed that the device involved was more than 6 yrs old.